Event description:
The physician reported the patient does not feel the stimulation anymore. Impedances were greater than 2000 ohms on each electrode. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.